Manufacturer narrative:
Upon review of the batch file images for the initial run, it appeared that no serum/plasma was added to the test wells. An immucor service engineer identified a leak in the probe rinse tubing and around the syringe manifold cap and seal. Both were replaced, including the manifold check valves. The unexpected reaction checklist and qc performed as expected. The expected results were obtained with sample runs. Instrument is operating according to specifications.

Event description:
Customer reported unexpected negative reactions with the capture-r ready screen (3) assay on the galileo echo instrument.